Event description:
Pt was having transonic monitoring administered. When the technician attempted to reverse the lines, the connection receptacle of the fistula needle snapped and broke off into the venous line. The pt was recannulated and the venous blood line changed. Resulting blood loss estimated at 150 cc. Treatment was resumed without further incident.